Event description:
The customer's mother reported a constant tone. The mother changed the battery, but the issue was not resolved. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and a constant tone due to a faulty component on the interface board.